Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summarythe complaint device was received at the service center and evaluated; it was reported that during an unknown procedure the display of the hd epscp,4.0,30,175, cw_storz was foggy. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the shaft was bent; also, the lens were cracked. Besides, the distal tip and the scope were damaged too. Therefore, they were replaced. In addition, the damages observed were mechanical. Finally, it was observed that the image was foggy, in consequence the display had an issue thus it was replaced. The possible root cause of the damaged in the unit, can be related at the use continue in a long time without a maintenance or preventive service, as well as rough use by the user. Also, the visual damaged can be related as incorrect handling as well as caused by fall. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number 1266420, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the display of the hd epscp,4.0,30,175,cw_storz was foggy. No patient consequence and no surgical delay was reported. No additional information was provided.